Event description:
A customer reported an issue with their insulin pump, which declared a cartridge change error. Despite the problem, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Numerous troubleshooting steps were taken without success, including cleaning the pneumatic area and confirming the integrity of the cartridge o-ring. Due to the persistent error and inability to successfully load a new cartridge, the customer was advised to revert to using multiple daily injections (mdi) as a backup insulin therapy. Ultimately, a replacement pump was sent to the customer by the technical support team, who instructed them on how to return the problematic pump.